Event description:
In 2003, the cryocyte container containing hematopoietic progenitor cells was found broken. The cracks were observed in the middle and across both sides of the bag. This bag was discovered cracked during verification of shipment to the transplant facility. The bag was stored in vapor freezer at -150 degrees c, the customer also froze 12 other bags of the same lot number which all remained intact. The patient did not receive stem cells from the broken bag, the remaining dose was sufficient for engraftment.